Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that she is without stimulation and unable to communicate with the ipg via either the programmer or the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this issue found that the reported problem persists. The pt is concerned that her stimulation issue may be related to her recent weight loss. An appointment has been scheduled for further interrogation of the pt's scs system.

Manufacturer narrative:
This report is being submitted as a precautionary measure, as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.